Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they increased the stimulation level as they were not feeling the stimulation sensation and they decided to leave it at 6.0. Patient stated they noticed that the stimulation was too strong and hurting them down the leg, they noticed this when they were getting ready to go to bed two days ago. When asked patient stated they have not decreased the stimulation level. Patient had not noticed any improvement since implant date, and they did not feel any stimulation sensation since implant date. Patient also stated every once in a while, they feel the stimulation more than they had been feeling and they have twitching feelings. Agent reviewed therapy information and general programming guidance with the patient. Patient would maintain stimulation level and would continue to track symptoms. Patient decreased stimulation level from 6.0 to 4.5 today. Redirected to doctor if issue persisted.